Event description:
It was reported that a coating detachment occurred. A back-up meier guidewire was selected for a procedure. During use, however, it was noticed that part of the green coating had detached from the wire. The detached coating did not enter the patient's arterial system. A second guidewire was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Device analysis: the guidewire was returned, it was possible to observe that the distal tip was bent, also the section of the coating was returned. The device was inspected under microscope, and it was observed that the coating was peeled. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of body coating issue, coating peeled/sheared and tip distal bent/kinked were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
Investigation results: device analysis: the guidewire and section of the ptfe coating was returned. The device was inspected under microscope, and it was observed that the ptfe coating was peeled, which confirmed the reported allegation from the field. Device history records (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of body coating issue was defined in the risk documentation and is documented accordingly in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
It was reported that a coating detachment occurred. A back-up meier guidewire was selected for a procedure. During use, however, it was noticed that part of the green coating had detached from the wire. The detached coating did not enter the patient's arterial system. A second guidewire was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that a coating detachment occurred. A back-up meier guidewire was selected for a procedure. During use, however, it was noticed that part of the green coating had detached from the wire. The detached coating did not enter the patient's arterial system. A second guidewire was used to complete the procedure. There were no patient complications as a result of this event.